Event description:
During a transfer set sample eval of a non-reportable event, the transfer set was noted to have broken occluder feet. This malfunction occurred during use. No pt injury or medical intervention was reported per baxter affiliate.